Manufacturer narrative:
The pump button response functions properly. However traces of moisture damage were found on the keypad trace. There was no unexpected failed battery test alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of keypad issues on their insulin pump. The customer states the buttons are unresponsive. The customer states they replaced battery and have received failed battery test and battery out limit. The customer states they are unable to clear the alarm. The customer's blood glucose at the time was 400mg/dl. The customer states they were unable to treat due to unresponsive buttons and not having a backup plan. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.